Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. At this time, since the patient is pacemaker dependant, the device was removed from the body and taped to the chest while waiting for the infection to clear up. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.